Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a high pressure alarm and that the pump was not able to be turned off. Per reporter, the volume on the pump was decreasing, but he alarm message was present. Troubleshooting attempts were reported to be unsuccessful. Per reporter the patient experienced an interruption of medication and began to feel anxious and "woozy." The patient subsequently was admitted to the emergency room. No additional adverse effects were reported.